Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was receiving a jolting sensation at the ipg implant site; this occurs whether the system was on or off. It was reported the physician may undertake surgical intervention to address the issue at a future date.